Event description:
It was reported that the electrogram on the remote transmission of the device showed multiple vertical lines. There was a concern that there was a lack of telemetry or perhaps some electro-magnetic interference. The device was interrogated in person and no anomalies were noted. The cause of the vertical lines was not determined. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2008; 5076-58 implantable pacing lead, (B)(6) 2008. (B)(4).